Manufacturer narrative:
Investigation: summary: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. A CAPA was initiated for complaints relating to closure separation. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Conclusion: a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause: a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with closure separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during product testing (before use), the 16x100 mm 10.0 ml bd vacutainer® plus plastic whole blood tube(s) have a stopper shield separation. There was no report of medical intervention or serious injury.